Event description:
Customer received discrepant total psa results for one patient sample. Initial result was less than 0.03, rerun result gave 0.543. No units of measure were given. No information was provided to determine if result was reported or any adverse events occurred. The field service engineer was dispatched to replace the sample arm (complete) and sample pipettor assembly. He adjusted liquid level detection (lld) voltage and aligned positions. He ran quality controls, all were ok and system checked ok. If additional information is received, appropriate notification will be provided.

Event description:
Customer received discrepant total psa results for one patient sample. Initial result was less than 0.03, rerun result gave 0.543. No units of measure were given. No information was provided to determine if result was reported or any adverse events occurred. The field service engineer was dispatched to replace the sample arm (complete) and sample pipettor assembly. He adjusted liquid level detection (lld) voltage and aligned positions. He ran quality controls, all were ok and system checked ok. If additional information is received, appropriate notification will be provided.

Manufacturer narrative:
The investigation determined the low results are either caused by the investigation determined the low results are either caused by low results are either caused by foam/bubbles on the samples or reagent or by tilted 13 mm sample tubes. The customer will be provided with rack adapters which can assure a better positioning of the tubes. The customer has not reported any additional events since the service visit. No patients were effected by the problems.